Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was received for analysis. Visual examination of the device revealed the bicomponent bond was broken, and due to slight stretching of the outer lumen, a gap of approximately 1mm was visible between the two sections of the inner. The distal inner appeared slightly bunched up directly distal to the break site. This damage is most likely due to a restriction met during removal of the product mandrel. The outer was kinked at the break site. The stent had moved 6mm distally on the balloon. Struts on the sixth and seventh most proximal rows were slightly lifted. This damage is most likely caused during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08634, 2134265-2013-08584. It was reported that the stent was damaged. The target lesion was located in the saphenous vein graft (svg) to the posterior descending artery (pda). A 4.0 x 28mm promus element plus was selected for the procedure. During unpacking, it was noted that a stent strut was lifted. Another 4.0 x 28mm promus element plus stent was selected. A 3.5 x 55mm filterwire was deployed in the svg and the second stent was advanced to the vessel. The stent was successfully deployed at 24 atmospheres. It was noted that the stent seemed slightly undersized, but the result was good according to the physician. The retrieval sheath of the filterwire was advanced to retrieve the filter; however, the sheath was stuck on the proximal end of the implanted stent strut. The physician pulled the sheath back and pushed it through the stent, resulting in the proximal end of the stent deforming approximately 5mm. After he was able to get the retrieval sheath through the stent, the filter was successfully retrieved. Contrast media was then injected into the svg revealing slow flow in the svg and the stent had shortened down. An unknown guide wire was selected and advanced into the svg. Two veriflex bare metal stents, 5.0x24mm and a 5.0x16mm, were then deployed in the proximal svg in the area of the deformed stent for a very good result. There were no further patient complications reported and the patient's status was fine.